Manufacturer narrative:
A rubber fragment was returned to applied medical for evaluation. Engineering performed testing on the fragment and confirmed that the rubber fragment was from an internal component of the seal. The thickness of the fragment was measured and was found to be within specification. Based on the description of the event and the returned fragment, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The fragment from the event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: during a laparoscopic procedure a black plastic part was found in the abdominal space. Customer is asking if it is a part of the trocars used in this procedure. Trocar and sleeve were disposed, but lot numbers were noted. Only the black plastic part can be returned for evaluation. Type of intervention: n/a patient status: did a patient injury or illness occur associated with the complaint event? No.